Event description:
An extraction procedure commenced to extract two leads: right ventricular (rv) and right atrial (ra) due to non functional leads and complete right subclavian/innominate vein occlusion (this was reported to be the patient's third lead extraction procedure, and the patient had scar tissue as a result). With use of a tightrail device and while extracting the rv lead through the device pocket, it was noted that the patient's blood pressure dropped. A right hemothorax was noted under fluoroscopy. Rescue efforts commenced immediately; an attempt was then made to remove ra emergently, to gain further access and more specifically locate the injury, which was noted to be in the superior vena cava (svc) and right innominate region. Rescue interventions were extensive and prolonged; ultimately the cardiothoracic surgeon ruled against open surgical repair, given the very prolonged resuscitation measures and the condition of the patient. The patient did not survive.